Manufacturer narrative:
While the device was not returned for physical investigation. Hematoma are complications which may be related to the endovascular procedure or the vascular closure procedure. Surgery was successfully applied post procedure to evacuate the hematoma. The reported issues were not related to device malfunction, but was the result of an endovascular procedure.

Event description:
The vascade 6/7f device was selected for closure and inserted into the 6f sheath. The disc was deployed, the sheath was removed, and temporary hemostasis was achieved. The key was inserted into the lock/grip and the black sleeve was retracted to expose the collagen. The push rod was utilized to strip the collagen from the device, and the device was removed. Post procedure a large hematoma was observed and a femstop (pressure bandage) and manual compression was applied, but the hematoma continued to grow. It was determined that surgery was required to correct the hematoma. Surgery corrected the hematoma and no further injury or complications noted.